Manufacturer narrative:
The previous calibration and qc test had acceptable results. The field service engineer found the waste valve sticking and cleaned/flushed it. The field service engineer also found that the there was a dirty dilution vessel and that the reagent nozzle was misaligned. The dilution vessel was cleaned and checked in addition to the reagent nozzle being realigned. The customer ran calibration and qc tests with no issues. No further issues were reported after the service visit.

Event description:
The initial reporter received questionable ise indirect na, k, ci for gen.2 results from the cobas 8000 cobas ise module. The initial results were as follows: na: 169 mmol/l, k: 5.8 mmol/l, cl: 128 mmol/l. The repeat results were as follows: na: 139 mmol/l, k: 4.8 mmol/l, cl: 101 mmol/l. The repeat results from a different sst tube, run on a different ise module were as follows: na: 138 mmol/l, k: 5.0 mmol/l, cl: 103 mmol/l. The questionable results were not reported outside the laboratory. The electrode lot numbers and expiration dates were asked for but not provided.